Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic right lobectomy, when performing blood vessel dissection, hemostatic treatment was not completed with the first cartridge. Bleeding of more than 500cc was noted. There was tissue damage. Another reload was used. The surgery was converted to an open procedure. The surgical time was extended by more than 30 minutes. The patient died in the operating room.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that an unexpected bleeding occurred along the staple line and staples were missing from the staple line after firing. The reported issues could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the customer confirmed that the hospital safety committee considers that there was no failure of the devices and the patient's death is related to the doctor's technical failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic right lobectomy, when performing blood vessel dissection, small bleeding was confirmed at pulmonary vein exfoliation. The surgeon confirmed the space where the cartridge can be inserted on the back side and used the first reload to stop the bleeding. The pulmonary vein could not be cut off with the first reload and also it was still bleeding so a second reload was used to stop the bleeding. Before the second fire, the bleeding had stopped when the vessel was gripped by the cartridge and he fired it but a large amount of bleeding occurred after the second fire. The surgeon had to press the area to stop the bleeding then ligation was performed when procedure was converted to an open surgery. A total of 8000cc blood loss was noted during the surgery. There was tissue damage. Another reload was used. The surgical time was extended by more than 30 minutes. An image showed that there were remaining staples in the first and second reload. The patient died in the operating room.